Event description:
It was reported that on (B)(6) 2010, pt underwent l4-s1 posterior spinal fusion with instrumentation using cd legacy screws and rods with autograft, allograft, and rhbmp-2/acs; iliac crest bone graft harvest through a separate fascial incision; and l4 and l5 laminectomy to treat isthmic spondylolisthesis. Per the op report, ¿at this point, due to the difficulty of the previous anatomy causing prolonged surgical time, and with excellent fixation of the pedicle screws, the circumferential portion of the procedure was abandoned. The bmp sponges that were going to be used for the interbody fusion were then made into burritos surrounding the local autograft and iliac crest graft. These burritos were then placed bilaterally onto the transverse processes and alae after their decortication. Local autograft was also placed into the l4-5 decorticated facets. It was ensured that no portion of the bmp sponge was contacting the exiting l5 nerve roots, as the intertransverse process membranes were largely unviolated during the dissection and decompression.¿ the patient underwent intensive physical therapy session and noticed severe back pain radiating down his legs (similar to pre-op pain). CT scan revealed likely pseudoarthrosis of the posterolateral fusions bilaterally. Bone stimulator plus persistent bracing instituted. Continued to have symptoms. On (B)(6) 2010, pt underwent anterior lumbar interbody fusion l4-5, l5-s1 using clydesdale interbody cage and rhbmp-2/acs. Op note states ¿cage packed with infuse bmp and tapped in place,¿ subsequently, on the same day, the patient underwent revision posterior spinal fusion l4-s1 using iliac crest bone graft, along with mastergraft putty and infuse, posterior spinal instrumentation l4-s1 using cd legacy instrumentation, iliac crest bone graft harvest through separate fascial incision. The op notes indicate, ¿a combination of mastergraft and bmp sponges were placed in the posterolateral gutter.¿ on (B)(6) 2013, pt to ambulatory surgery with diagnosis low back pain, lumbar spondylosis without myelopathy, history of lumbar fusion. Moderate to severe pain refractory to oral pain meds. Pt had >80% pain reduction with facet joint injection/medial branch blocks in the past.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.